Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that a folfusor had no flow during patient use. The device was filled with a solution of 10mg morphine, 2.5mg haloperidol, and 60mg buscapine. This condition has the potential to interrupt therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unfilled companion sample for evaluation. The reported condition of no flow was not confirmed. Visual examination of the device showed no signs of blockage or abnormality in the delivery tubing or the reservoir that could have caused the reported condition. A functional test showed that flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the reservoir. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Baxter will continue to monitor similar reports to determine if further actions are required. Although the actual sample was not available, one companion sample was returned for evaluation.